Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider(hcp) reported that about 3ml of air was used to inflate the cuff and with pre-inflation the tube worked properly. Patient height was 156cm. There were no difficulties, such as unexpected anatomy or difficult intubation. It was unknown whether a bite block used to secure the device and protect the tube after the initial intubation. Patient and/or tube was not repositioned. During the operation after the airway was established the patient suddenly experienced a sharp drop in blood oxygen saturation. The anesthesiologist tried to pump out the gas in the cuff and pull out the endotracheal tube, but was unsuccessful for several minutes. After calling a chief anesthesiologist, the endotracheal tube was successfully replaced. The patient was rescued (a bag mask was used to ventilate) for 10 minutes before she was out of danger. Just prior to being unable to ventilate it was suspected that phlegm occurred. Intracuff pressure was not monitored. The procedure was aborted and the patient is still under non-life-threatening observation; no injury. The clinical director feedback that it might be that the anesthesiologist might have inserted the endotracheal tube a little deep and finally caused the airway to block, and it was difficult to pump and deflate. Anesthesiologists believe that the front end of the endotracheal tube might be too long, which was not suitable for (B)(6), especially patients with short necks.

Manufacturer narrative:
H3: product analysis of the device found that visually, there was no damage in the construction of the device. There were traces of biological contaminants on the distal end of the device. Functionally, a syringe was used to inject 20-cc of air into the cuff balloon and there were no issues during inflation or deflation. The balloon was re-inflated and deflated multiple times and no leaks or blockages were observed. For further analysis, a leak test was performed by submerging the balloon and inflation assembly, at separate times, under water and no bubbles (leakage) was noticed. Electrically, for additional analysis, the resistance of each lead shall be between 1.7 and 3.7 ohms and the actual measurements were 3.6 ohms (blue), 3.4 ohms (blue with clear tubing), 3.4 ohms (red), and 3.3 ohms (red with clear tubing) which all the electrodes were in specification. In the returned condition, there was no out of specification condition that was related to the complaint. H6: previous codes fdm - b21, fdr - c21, fdc - d16 no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.